Manufacturer narrative:
Date of event - estimated. The unique device identifier (UDI) is unknown because the part and lot numbers were not provided. The device was not returned for analysis. The lot history record (lhr) and a similar complaint query could not be performed because the product was not returned for evaluation and the part and lot numbers were not reported. Based on the article information, the cause for the reported difficult to advance, stretch, entrapment, and break are due to the case circumstances. In this case, the wire was damaged during insertion due to the anatomical and procedural conditions. The additional treatment is related to the circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling. "The entrapped and unravelled coronary wire."

Event description:
It was reported through a research article, that the procedure was to treat the 99% stenosed right coronary artery (rca) and mid to distal left atrial descending (lad) coronary artery. The universal balance middleweight (bmw) guide wire was advanced to the rca. After crossing the lesion, the guidewire was inadvertently placed in a small side branch of the posterior left ventricular. There was difficulty maneuvering the distal tip of the wire, and it was observed that the guide wire had unraveled. The guide wire could not be removed, so a 2.50x12mm compliant trek balloon dilatation catheter was advanced over the bmw wire as far distally as possible, to aide in removal of the guide wire. The balloon could only reach the nonradio-opaque segment of the wire near the single marker of the wire. The entrapped coronary wire was freed, and the bdc and the guide wire were removed as a single unit. A new non-abbott guide wire was used, a multi-link vision stent was implanted treating the rca. A 2.75x33mm xience v stent and 2.50x23mm xience v stent were implanted treating the mid to distal lad. The guide wire was examined, the entire length of the tip coils were completely stretched out. Details are listed in the attached article, titled "the entrapped and unravelled coronary wire." Please see article for additional information.